Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a series of error codes and is not functioning. Per reporter, batteries were replaced but no change to pump. No adverse patient effects were reported. Per reporter no additional information is available at this time.